Event description:
A customer contacted beckman coulter (bec) reporting that while running samples the coulter lh 750 hematology analyzer began to leak. The volume of the leak was approximately 3 ¿ 5 ml and was not contained within the instrument. The instrument did not generate any error messages or flags as a result of this event. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear at the time of the incident. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse had observed that the source of the leak was the needle bellows. The fse replaced the actuators and pinch valves for pinch valve (vl) 111 (probe wipe/ vacuum), probe needle drain (vl 13), and needle / probe to waste (vl57). The fse also cleaned the bellows and the stripper plate. While verifying repairs the fse processed a loaded cassette and observed while it was processing that the tube sensor was not properly aligned. The fse realigned the sensor and the stripper plate. This was incidental service and unrelated to the reported event. No further evidence of leaking was observed. Failure mode: the cause of the leak was the pinch valves for the needle drain and probe wipe vacuum pathways (vl111, vl13, and vl57). Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).